Event description:
It was reported that a venotomy closure of 2 puncture sites (8f and 15f) in the right common femoral vein was attempted using the pre-close technique prior to a non-abbott device procedure. Reportedly, in the bottom puncture, the 8f sheath was removed and the prostyle suture was tightened; however, there was still oozing. The same 8f sheath was re-inserted over the guidewire and a non-abbott closure device was deployed. When the sheath was removed, it was noted that half of the sheath was missing. The physician is unsure of how or when the sheath was damaged; however, it is the physician's opinion that either the non-abbott device or the prostyle caused the damage. Surgery was performed to remove the separated sheath, and hemostasis was achieved via suturing during the surgery. It was noted that in the other (top) puncture site, hemostasis was achieved with prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the prostyle needles damaged the sheath, however, this likely should have led to a difficulty to remove the sheath prior to its reinsertion or during withdraw after reinsertion where the sheath would have separated during removal. Therefore, it is unlikely the prostyle device damaged the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.